Manufacturer narrative:
The act button did not respond due to flattened button dome switch. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported the act button on the insulin pump was not responding. The button has to be pressed two or three times before the buttons work. Customer's blood glucose was 81 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.